Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced a dura leak during the implant procedure. The physician chose to abort the procedure and the dura leak resolved on its own. There have been no reports of further complications regarding this event.